Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the tip of the instrument broke during a procedure. The tip of the elevator was retrieved and no adverse events were reported.

Manufacturer narrative:
One (1) elevator #301 (pn 09-0257, lot#011014a14, manufactured january 2014) was returned without original packaging for a broken tip. The elevator was visually evaluated and a small portion of the tip was found to be fractured. The broken tip fragment was not returned. The elevator shows signs of normal wear from typical use. The manufacturing history was reviewed and no non-conformances associated with this lot of parts were identified. The most likely cause of the complaint was operation of the instrument outside of the intended use, resulting in failure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.